Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, 95% stenosed mid left anterior descending artery. The whisper ls guide wire was used in combination with a micro-catheter. During retraction of the guide wire from the anatomy, with no resistance reported during removal, the guide wire tip was observed to be missing. The distal portion of the tip was removed from the patient inside the micro-catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.